Manufacturer narrative:
The tech found when he used the left and right manual trend lever the bed would not go into trendelenburg. He isolated the issue to a loose nut on the foot lever linkage. He tightened the nut to repair the bed.

Event description:
Info received indicates the bed will not go into the trendelenburg position.